Event description:
It was reported that patient was having difficulty charging the implantable pulse generator (ipg) due to the device moving sideways. The patient underwent pocket revision procedure wherein the ipg was repositioned. The. Patient was doing well postoperatively. Nothing was removed or added.